Manufacturer narrative:
Omit : a141204 - pumping stopped (1503), additional information : imdrf annex a and g codes.

Event description:
It was reported that an infusion of milrinone was stopped, then started on 26 october at 0059. However, there was no volume infused recorded on infusion knowledge portal (ikp) from 26 october at 0059 until 28 october 0531. Per bd clinical data consultant's review of the ikp report, it was found that milrinone infusion (20 mg/100 ml) had been running previously to the report start at 0.375 mcg/kg/min. The infusion went into keep vein open (kvo) mode at 0054 on 26 october as the programmed volume to be infused (vtbi) of 95ml had decremented to 0 (and the volume infused shows 95.5ml). The infusion had 10ml of additional volume entered into it at 0057 (with the same dose) likely to drain out the remainder of the bag while obtaining a new bag. A new bag was likely hung at 26 october at 0059 when the vtbi was adjusted to 80ml, with the same concentration and dose. Nothing recorded until 28 october when a new bag was hung at around 0531. The event occurred in cardio thoracic intensive care unit (cticu). There was patient involvement but the information on patient impact is not known.

Event description:
It was reported that an infusion of milrinone was stopped, then started on 26 october at 0059. However, there was no volume infused recorded on infusion knowledge portal (ikp) from 26 october at 0059 until 28 october 0531. Per bd clinical data consultant's review of the ikp report, it was found that milrinone infusion (20 mg/100 ml) had been running previously to the report start at 0.375 mcg/kg/min. The infusion went into keep vein open (kvo) mode at 0054 on 26 october as the programmed volume to be infused (vtbi) of 95ml had decremented to 0 (and the volume infused shows 95.5ml). The infusion had 10ml of additional volume entered into it at 0057 (with the same dose) likely to drain out the remainder of the bag while obtaining a new bag. A new bag was likely hung at 26 october at 0059 when the vtbi was adjusted to 80ml, with the same concentration and dose. Nothing recorded until 28 october when a new bag was hung at around 0531. The event occurred in cardio thoracic intensive care unit (cticu). There was patient involvement but the information on patient impact is not known.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.